Manufacturer narrative:
E1: patient city - (B)(6), patient country - united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient felt sick/ unwell and heavy breathing issue and later got hospitalized on (B)(6) 2025 due to high blood glucose event. The blood glucose level was 500 mg/dl at the time of event and the patient got treated with intravenous drip. The patient stayed in the hospital for less than twenty four hours. The trace ketones were tested and found to be large. No further information available.

Manufacturer narrative:
Additional information: this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the information in this complaint (B)(4) according to reference results complaint is (B)(4) has been evaluated. The batch 6010035 in question was manufactured at the reynosa site. The information in this complaint (B)(4) has been evaluated for the malfunction no malfunction based on complaint information. The batch 6010035 in question was manufactured at the reynosa site. Complaint investigation: the reference samples cannot be tested because there was no specific malfunction to investigate. Device history record (DHR) review: packing of quick set. The lot 6010035 was manufactured according to the work instruction (wi) version 82 and packaging in the multivac 12, on 30/oct/2024, with a total of (B)(4) units. Review of the DHR (device history record) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 09/jul/2025 against malfunction no malfunction based on complaint information, harm signs of untreated hypoglycemia that patient is unable to self manage requiring intervention by a hcp or requires emergency advanced life and lot 6010035 and 13 complaint have been registered in database for the same lot number, harm code and malfunction code. Conclusion summary of the related event: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question, harm code and malfunction code, no further actions are required. This complaint will not require further root cause investigation or CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities. Root cause of problem: n/a: this complaint did not require escalation to CAPA; therefore, no further root cause investigation has been completed. Corrective action as a result of the investigation: n/a, this complaint did not require escalation to CAPA, therefore no CAPA plan is available.

Event description:
To date no additional patient or event details have been received.